Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether ir contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria.

Event description:
The customer reported that his blood glucose read "high" (> 27.8 mmol/l) (> 500 mg/dl) and that the cannula was kinked. The pod was worn between 4 and 24 hours.